Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a motor safety circuit failed test during a bolus. The customer¿s blood glucose level was unknown. The insulin pump had not been dropped or bumped. They did not have infusion set or site issues. They did not have motor issues. The customer will change the battery. They will change the infusion and reservoir set. They were advised to call again if the alarm reoccurs. The device will not be returned for analysis.